Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. No sample was returned for investigation; therefore, no physical investigation could be conducted. There was no actual sample returned for evaluation and further investigation. Due to limited information provided, it is difficult to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that twice we faced the same issue with this device. The catheter separated in two. So, there was a risk of infection for the patient. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that twice we faced the same issue with this device. The catheter separated in two. So, there was a risk of infection for the patient. There was no consequence for the patient.